Manufacturer narrative:
This individual case was received by the manufacturer as part of a bulk report and is being submitted as a separate medical device report (MDR) specific to the identified device and patient it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, a 23mm trifecta gt valve was implanted. On an unknown date, patient experienced shortness of breath with dyspnea on exertion, dense adhesions, and an aortic aneurysm. It was reported on (B)(6) 2024 the patient underwent redo-surgical aortic valve replacement. Post-procedure, the patient experienced hemoptysis requiring bronchoscopy on (B)(6) 2024. The patient also underwent chest closure surgery and repositioning of veno-venous extracorporeal membrane oxygenation (vv-ECMO) on (B)(6) 2024. On (B)(6) 2026, the patient experienced another episode of hemoptysis requiring bronchoscopy. It was noted post-procedure on an unknown date, the patient experienced pulmonary hemorrhage and atrial fibrillation requiring surgical intervention.